Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Data logs were reviewed, and as reported, the placement signal not reliable alarm triggered on 12/23. At this time, (dsnr) dropped to zero, contrast began to barcode, lamp remained maxed out at 100%, light dropped, and gain became variable. None of the optical metrics or placement signal returned for the remainder of the case. As reported, when the pump was connected to a new console. These are all indications of an optical fiber break, however, product was not returned for investigation. Based on data log review, the root cause of the optical signal issue was determined to most likely be a damaged optical fiber but could not be determined. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella 5.5 support, a placement signal not reliable message appeared. Positioning and functionality of the pump were verified and support with the pump remained uninterrupted. There was no reported patient harm.